Manufacturer narrative:
Physio-control has evaluated the device and has been unable to duplicate the reported failure. Physio has evaluated the electronic patient records and did verify that the device was powered off following the completion of the third defibrillation energy charge; however it is unknown if this reported loss of power was performed by the user or due to an issue with the device. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power while charging for a defibrillation shock. The device was able to deliver two shocks to the patient and while charging for a third, the device lost power. The customer did indicate that the patient received approximately 15 minutes of CPR prior to the first shock delivery. Approximately 4 minutes after the first shock was delivered, a second shock was delivered successfully. An additional 4 minutes passed when the device was charged for a third shock, then the reported power loss occurred. Following the reported issue, a backup device was immediately available and patient care was continued. The customer did not provide any additional details of the event or the outcome of the patient. It is unknown if there were any adverse effects during this event.